Event description:
The customer reported that the multigas unit was flatlining when taking readings.

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit was flatlining when taking readings. They had changed the water trap, but the issue persisted. No errors messages were displayed. No patient harm was reported. Investigation summary: the customer stated they replaced the water trap, but the issue remained. Nihon kohden technical support (nk ts) initiated a warranty exchange. The device was sent in and the evaluation by nihon kohden repair center was not able to duplicate the issue, but the readings obtained were out of specification. The root is cause determined to be component failure. The sensor needed replacing. The sensor is a replaceable component, where the longevity is dependent upon the following factors: instrument and parts must undergo regular maintenance inspection at least every 6 months. If stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Water trap should be replaced every 4 weeks or as indicated on the device. Ensuring the environment is optimal as described in the operator's manual. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that their multigas unit is flatlining when taking readings. The customer also reported that they had changed the water trap, but the issue persisted. No errors were seen on the unit. No harm or injury was reported. They will be sending this unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their multigas unit is flatlining when taking readings.